Event description:
Description according to complainant, "patient had port inserted (B)(6) 2013, having linogram on thursday (B)(6) and it was noticed catheter had severed." As per complaint form: linogram done and noticed detached catheter about 10cm from port. Fluoroscopy showed detached catheter from the rest of the catheter which was severed. Small amount of fluro showed extravasations. Intervascular foreign body retrieval was carried out in pulmonary artery through the right groin with a goose neck snare. The port stayed in with the remaining part of the catheter and on the (B)(6) 2013, this was taken out and a PICC was inserted instead. A section of the device not remain inside the pt's body. The pt did require any additional procedures due to this occurrence. The port stayed in with the remaining port of the catheter and on the (B)(6) 2013, this was taken out and a PICC was inserted instead. According to the initial reporter, the pt did experience any adverse effects due to this occurrence. Psychological and very stressed. Treatment for cancer has been delayed, because of fractured catheter.

Manufacturer narrative:
(B)(4). Product has not been returned for evaluation. Once the product has been returned a complete evaluation will be performed.